Manufacturer narrative:
(B)(4).

Event description:
It was reported that an intra-aortic balloon (iab) was inserted in a patient of (B)(6) height and that the iab ruptured. The iab was removed in the operating room and replaced successfully after bypass. The patient is now in the cardio-thoracic intensive care unit.

Manufacturer narrative:
(B)(4). Teleflex did not receive the device for investigation therefore the reported complaint of blood in helium pathway is not able to be confirmed. The root cause of the complaint is undetermined. The reported complaint will be monitored for any developing trends. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. No further action required at this time. Other remarks: teleflex received follow up information that the patient expired. It was reported that the device did not cause or contribute to the patient death.

Event description:
It was reported that an intra-aortic balloon (iab) was inserted in a patient of 175 cm in height and that the iab ruptured. The iab was removed in the operating room and replaced successfully after bypass. The patient is now in the cardio-thoracic intensive care unit.